Manufacturer narrative:
Device evaluation summary: according to the reported information, the patient experienced wound infection and tissue expander the final volume cannot be achieved. During visual evaluation of the sample it was observed a tear located in the union between patch and shell. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. Possible causes of deflation of tissue expanders include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast.¿¿ infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 01-nov-2019, mentor received the suspect medical device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a breast reconstruction primary with a 400cc mentor tissue expander and experienced postoperative left-sided deflation and infection. The surgeon stated that the device cannot achieve final volume, and there was leakage and an infection on the left side. As a result, the patient underwent removal on (B)(6) 2019.